Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the first event on the second device that was reported, for the second event that was on the second device reported that was used on the same patient see MDR 3013394970-2020-00525 and for the first device reported that was used on the same patient see MDR 3013394970-2020-00523.

Event description:
The user facility reported that the involved angio-seal device was used for evt (endovascular treatment) of the right superficial femoral artery (sfa). Ipsilateral antegrade approach puncture was performed using a 6f 11cm sheath. After the procedure, a 6f angio-seal vip device was used, but backflow of blood was not observed from the drip hole although the assembly was inserted into the artery sufficiently. The insertion sheath was removed, then a 7 f sheath was inserted to prevent bleeding and to use an 8f angio-seal device (as another 6f angio-seal vip device was not available). The physician restarted hemostasis using the 8f angio-seal vip. When he attempted inserting the insertion sheath over the guidewire, the guidewire did not advance. The guidewire was replaced by a 0.035-inch stiff guidewire, then the insertion sheath could be inserted over the stiff guidewire. After backflow of blood was observed from the drip hole and positioning was confirmed, the device was withdrawn, then the collagen sponge came out of the skin. The physician attempted to push the exposed collagen sponge under the skin using forceps, but the attempt failed. The collagen sponge and anchor were removed by surgery. The anchor was found outside the vessel. The punctured vessel was patch sutured to achieve hemostasis, and eventually the hemostasis was successfully achieved. After the procedure, the patient was in a stable condition and has recovered. According to the physician, when puncture was attempted, it was very difficult to catch the vessel and there was calcification at the puncture site. The procedure before deploying the device was ppi (permanent pace-maker implantation). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 4 mm. The collagen sponge and anchor were removed by surgery. The punctured vessel was patch sutured to achieve hemostasis. The blood loss was less than 250cc's. There was no serious health damage to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.